Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. The pump was monitored and no blank display or fading segment during testing was noted. The pump was received with a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she suspended her insulin pump to take a shower, and when she finished showering and re-activated the insulin pump the display faded away. The customer changed the battery and the anomaly recurred: the device would come on and then the display would fade. The patient's blood glucose at the time of incident was 286 mg/dl. Troubleshooting was initiated for the blank display anomaly. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the pump and the display returned. The device passed the self test, too. However, a replacement was sent and the blank display anomalies recurred. The insulin pump was returned for analysis and a replacement device was shipped to the customer.